Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. The supplied x-ray indicates that the bone below the fractured tibial component is less dense than the surrounding bone. The large osteolytic cyst could have contributed to the tibia fracture. However, a definitive root cause cannot be determined with the info provided. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009 and that the pt was revised for a painful and lax knee. X-rays revealed a broken tibial baseplate. Large osteolytic cyst on medial side of the tibia are thought to be the cause of baseplate breakage.